Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v, and was stuck in the injector while advancing. The lens was not implanted and there was no pt injury. The model and lot numbers of the injector and cartridge were not specified by the facility.